Event description:
When this loaner unit was in for refurbishment, factory service discovered that the device would intermittently fail to turn on when the power button was pushed.

Manufacturer narrative:
MFR's eval summary the device is an automatic external defibrillator and the actual device involved was evaluated. The loaner device was in for refurbishment when factory service observed that the device would intermittently fail to power up. Investigation found a cracked solder joint on one pin of an integrated circuit (ic) on the main printed circuit board. The ic pin was resoldered to resolve the problem. After repair, the device passed all acceptance testing and was returned to the loaner pool.